Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
It was reported that an increase in the rv threshold and low sensing were observed. Fluoroscopy revealed that the lead was dislodged. Insulation damage was observed on the rv and atrial lead as they were found tied together directly on the insulation. No suture sleeve was used on the rv lead. The leads were explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.